Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced 4 years later for reported normal battery depletion.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra), right ventricular (rv) and left ventricular (lv) leads exhibited increased threshold measurements and low amplitude measurements. Additionally, the rv lead exhibited varied pacing impedance measurements of 200-600 ohms. The lv lead exhibited a low out of range pacing impedance measurement of less than 200 ohms, however, subsequent measurements were between 381-400 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.